Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Legal manufacturer: hcs madison - (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was a potential loss of mechanical ventilation due to battery failure. There was no patient involvement.

Manufacturer narrative:
Additional information was received that there was no battery failure. The battery was replaced as part of normal service. There was no reportable malfunction. H3 other text: additional information was received that there was no battery failure. The battery was replaced as part of normal service. There was no reportable malfunction.